Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized (B)(6) 2025 due to hyperglycemia. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous drip. Length of hospitalization was for greater than 24 hours. No further information available.